Manufacturer narrative:
A visual examination of the returned device revealed that the catheter had been cut and the balloon had detached. The reported event could not be confirmed as the balloon was not returned. It is possible that when, as reported, the balloon ruptured during procedure, the physician removed the catheter and the endoscope together as a unit (as instructed in the dfu). Then the physician cut the catheter in order to remove it from the endoscope. The most probable root cause of a balloon burst/ruptured is operational context. This failure occurs when procedural factors encountered during the procedure limit the performance of the balloon. A DHR review was performed and there was no non-conformance raised for the lot. A review of similar complaints for this batch was carried out and no other complaint was found.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatating balloon was used during a procedure. According to the complaint, during the procedure the balloon burst inside of the patient. The procedure was completed with another cre balloon with no patient complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatatin balloon was used during a procedure. According to the complaint, during the procedure the balloon burst inside of the patient. The procedure was completed with another cre balloon with no patient complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.